Event description:
It was reported a couple of weeks prior the patient felt stimulation post-operatively and impedances at the time were within normal range. The day of report the patient could not feel stimulation or any therapy. The impedances were between 1100 ohms and 8500 ohms. Different electrode combinations were tried but none resolved the issue. Follow up reported there were no malfunctions seen or cause of issues determined. An x-ray was ordered but the results were not available. The patient had an appointment scheduled for one week later. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3708220, serial# (B)(4), product type extension, product ID 3708160 product type extension, product ID neu_unknown_prog, product type programmer, physician. Product ID 3998, serial#(B)(4), product type lead. (B)(4).